Manufacturer narrative:
Based on the claim against the product by the customer noting exposed wire at the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint regarding was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additionally, the instrument was found to have a scratch mark with light material removed on the yaw pulley, which was .023¿ x .021 in length. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The damaged conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing the wire at the tip of the instrument maryland bipolar forceps was exposed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information is available.